Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis with blood glucose levels above 600 mg/dl. Prior to the event, it was stated that the customer was not in his right state and was wobbling. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.